Manufacturer narrative:
Investigation results: visual investigation: the passport device itself is in a used and contaminated condition, furthermore the front part is partially destroyed. The rotating knob is not in its end position hence, the implant is still fixed on the implant carrier and did not deploy. For a functional check, it was tried to rotate the knob to its designated end position, which was possible. The implant deployed as intended after turning the knob to the end position. It is not comprehensible what happened during the surgery and why the deployment was not executed completely after the investigation of the contaminated device, it was decontaminated according to internal standards for a better examination of the individual single parts. No abnormalities or deviations could be found on these parts. Especially the so-called cam and its individual tracks were inspected. These tracks are responsible for a proper and smooth functioning of the device. No abnormalities could be found at the cam. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. The investigation did not reveal any abnormalities on the pas-port device. No damages could be found which may explain the reported failure pattern. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with fc700su - pas-port proximal anastomosis system. According to the complaint description, the intima-frames do not release during surgery. The hole in the aorta had to be sutured by hand. An additional medical intervention was necessary. Additional information was not provided. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).